Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. Visual inspection of the returned products noted that the first reload was pre-fired and engaged in interlock. The second reload was returned with a full complement of staples. Functionally the reloads were loaded into a post market vigilance instrument, the first reload¿s interlock was overridden, and the reloads were applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures however, the investigation detected a secondary condition of misuse of the product that has no relationship to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the staplers load showed defects at the time of the procedure. When triggered the load the device broke.